Event description:
When customer tried to put blade into unit, blade "flew out" during setup, blade was not seated properly. There was no patient involvement, no , no medical intervention, and no adverse consequences.

Manufacturer narrative:
Follow-up report submitted to document device evaluation results.

Event description:
When customer tried to put blade into unit, blade "flew out" during setup, blade was not seated properly. There was no patient involvement, no medical intervention, and no adverse consequences.